Event description:
New information available on 10/13/2017 states that, the patient presented for the left ventricular lead revision procedure on (B)(6) 2017. The lead could not be repositioned. The lead was extracted and replaced. The patient tolerated the procedure well and was stable before, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the left ventricular lead failed to pace. The device was reprogrammed. The patient was stable before, during and post device check.

Event description:
New information available on (B)(6) 2017 states that, the patient presented in clinic for follow-up. The patient felt more tired due to the decrease in ejection fraction. Since the left ventricular lead exhibited failure to pace, lead revision was discussed. The patient was stable during the clinic visit.